Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient felt like they had to urinate and when they went to the bathroom, nothing happened. The patient stated they either have a wet pad or they had to stand up and lean over the toilet to urinate, and that was uncomfortable. The patient stated they could stand in the shower and urinate. It was noted that the issue started 12 hours ago. The patient stated they wanted to be shown how to make adjustments and confirmed that the healthcare provider didn¿t require they stay on the current settings. Syncing with the programmer showed the stimulation was on at 0.95 on program 2. The patient increased to 1.50 and it was suggested they keep a diary of symptoms. No further complications were reported.